Event description:
The incident happened in the afternoon. Pt tested their bg and obtained a 119mg/dl. They then took their set amount of oral medication. Soon after taking their medication patient experienced some symptoms, which consisted of blurry vision and feeling dizzy. Paramedics were called, and by the time they tested patient on their meter, patient's bg was around "240-300mg/dl" (exact reading is unknown). Patient was taken to the ER and was only there for a couple of hours before they were released. Family member does not know what they were treated with in the ER, but claims the diagnosis was "high sugar". Subject test strips were peeling; however, they do not know if all the strips were peeling or if the reading of 119mg/dl was on a peeling testing strips. Patient already sent subject meter and test strips back to lfs and claims that the new meter works fine.